Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a magnetic resonance imaging (MRI) examination. Upon interrogating the pulse generator, it was discovered that the atrial sense and ventricular sense events were almost on top of each other. The device was set to atrial pacing only and ventricular capture was observed. A chest x-ray was then performed where the atrial lead was found dislodged in the right ventricle. On (B)(6) 2020, the atrial lead was explanted and replaced and appropriate pacing function was restored. The patient was reported to be in stable condition.